Manufacturer narrative:
Manufacturer's investigation conclusion: although damage to the cuff lock was confirmed during the evaluation of (B)(6), the root cause of the reported engagement issue could not be determined. The pump was returned the mini cuff secured by the fully engaged cuff lock. Prior to removal, the mini cuff was articulated and rotated within the lock and the connection did not feel loose. Upon visual inspection of the lock, one of the locking arms appears slightly bent. Following cleaning, the cuff lock was measured and the bent locking arm was confirmed to be deformed outside of manufacturing specification. The other arm measured within specification. Examination of the cleaned mini cuff found no anomalies that would have contributed to an incomplete engagement with the cuff lock. The cuff lock was reassembled and attempting to slide the lock found it could not be forced into the locked position without the mini cuff in place. Both of the locking arms slid into the lock-out position, as intended by design. With the returned mini cuff placed into the lock, the lock fully engaged with little resistance. The connection again did not feel loose while articulating and rotating the cuff. Despite the deformation of one of the locking arms, the cuff lock appeared to function as intended. The cause of the reported engagement issue could not be determined. The incomplete engagement of the cuff lock would have prevented the inflow cannula o-ring from sealing against the metal ring of the mini cuff, resulting in the reported bleeding. The patient remains ongoing on ventricular assist device (vad) support and no further issues have been reported. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 (hm3) mini apical cuff kit instructions for use (IFU), rev. E, in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify thoratec personnel if there is a change in how the device works, sounds, or feels. Heartmate 3 left ventricular assist system (lvas) IFU rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the surgeon returned the patient to the or (operating room) on the evening of (B)(6) 2021 following implant for bleeding. During re-exploration of the chest, the pump was found to be migrated out of the lv (left ventricle) by approximately 2cm. The sintering of the pump was visible, but the surgeon reports the locking mechanism was fully engaged (no visible yellow line). The surgeon states the resistance when engaging the cuff-lock was "no more than normal" during the initial operation on (B)(6) 2021, and that the yellow line was not visible after seating the pump. The patient returned to the cardiovascular or on (B)(6) 2020 for a pump exchange. The mini apical cuff was also replaced with a standard cuff prior to the pump exchange. No pictures were taken. The pump was out of the lv/apical connection by about ~2cm because it was not properly secured. The pump and mini cuff will be returned. It was reported that a suture had been tied through the pump cable. The suture was placed during the exchange to facilitate removal and not during the initial implant. The suture was place after the driveline was severed.